Event description:
Customer reported an insulin leak from the reservoir. Customer stated that the leak is past the second o-ring. Customer stated that the leak occurred when filling the reservoir for infusion set change. Customer's current blood glucose reading is 358 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.